Event description:
The pt reported communication issues with the implant. An advanced bionics rep met with the pt for device eval. The problem was confirmed. The surgeon decided to explant the system.

Manufacturer narrative:
Analysis of the ipg confirmed the communication failure. It was determined that the microprocessor failed. This older device configuration is not currently mfg. Advanced bionics will continue to monitor for failures of this type. In addition, this device had residual moisture that exceeded the specified limits. The moisture did not contribute to the reported failure. This is the final report.